Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit. It was also reported that the insulin pump has an unresponsive keypad. Customer reported being hospitalized during the battery out limit. Customer's blood glucose reading ranged from 12-132 mg/dl. Nothing further reported.